Event description:
A customer in (B)(6) notified biomérieux of a (B)(6) result associated with vitek® 2 ast-n240 test kit involving a quality control sample ((B)(6)). The customer reported the vitek® 2 ast-n240 card results were piperacillin/tazobactam intermediate instead of susceptible for pseudomonas aeruginosa. An internal biomérieux investigation will be performed.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(4)reported a discrepant piperacillin/tazobactam (tzp) result for an external control sample (pseudomonas aeruginosa) in association with the vitek® 2 ast-n240 test kit. The vitek 2 reported results of "intermediate"; the expected result was "susceptible." An investigation was conducted. Testing was performed for this eeq with two (2) cards of ast-n240 (lot 640389710) and one (1) card each of ast-n233 (lot 633372510) and ast-xn05 (lot#633372510). The identification of pseudomonas aeruginosa was confirmed with the vitek® gn ID card. Vitek® 2 - piperacillin mic = 8 (susceptible) twice, or mic = 16 (intermediate) twice on both ast-n240; piperacillin mic = 16 on ast-n233/xn05. Etest® - mic = 4mg/l (susceptible) . Broth microdilution mic = 4mg/l. The isolate was susceptible when tested with atb pse strip and kirby-bauer. Vitek® 2 piperacillin/tazobactam (tzp) mic = 8 intermediate, therapeutic correction in favor of acquired penicillinase phenotype with piperacillin mic of 16 (4/6 tests). The isolate was susceptible when tested with atb pse strip and kirby-bauer. The investigation concluded the advanced expert system (aes) software, based upon the phenotypes proposed (i.e. Acquired penicillinase), makes a correction on the tzp from s to I*. The vitek® 2 and associated test kits are performing as intended.